Event description:
It was reported that an alert was triggered due to low impedance on the left ventricular (lv) lead. There was also intermittent non-capture on the lead. The lead was reprogrammed initially, then was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead, implanted 2005 (B)(6). (B)(4).